Event description:
The device was too small for the patient's defect. However, during removal, the device wouldn't collapse into the delivery system. A 9f delivery system was utilized to recover the product.